Manufacturer narrative:
Failure analysis confirmed the insulin pump no button response and button error alarms due to corroded keypad traces. There was moisture damage noted on electronic assy. The insulin pump had a broken reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 65 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.